Manufacturer narrative:
(B)(4). Additional information provided in device evaluated by MFR and evaluation codes. The actual sample was not returned; however, a photograph was returned for evaluation. Visual inspection was performed on the received photo with naked eye and magnification which identified a cracked light blue main-body. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue mainbody of a transfer set was cracked after approximately ten days of use. The patient was connected to the transfer set when the crack was observed. There was no patient injury or medical intervention reported. No additional information is available.